Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing this subcutaneous implantable cardioverter defibrillator (s-ICD) accelerated an induced ventricular tachycardia (vt) into ventricular fibrillation (vf) following a 65 joule shock. An 80 joule reverse polarity shock and three 200 joule external shocks could not convert the vf. A stat 80 joule initial polarity shock successfully converted back to sinus rhythm. There were no adverse patient effects and the device remains in service.